Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department with gastrointestinal bleeding. The patient had a bloody stool. The customer stated that the patient had a double balloon enteroscopy in (B)(6) 2016, which showed several abnormalities and were treated. Further information was requested but not provided.

Event description:
Additional information: it was reported that the patient continues ongoing treatment for recurrent gastrointestinal bleeding. The patient receives monthly octreotide injections and undergoes bimonthly laboratory draws. Due to the gi bleeding, the patient is not on any anticoagulation therapy. Reportedly, the implanting center plans to admit the patient for treatment if the patient's hemoglobin is found to be below 7.0g/dl.